Manufacturer narrative:
Correction: additional information received reported that there is no complaint allegation against the medtronic product and that the patient adverse effects were not related to the medtronic device. Continued from d4: the lot number provided by the customer was invalid. Follow up determined that the correct lot number is unavailable. Device evaluation summary: visual inspection of the returned section of tubing shows no outward signs of physical damage or abnormalities. Pressure integrity testing was performed at 0.5 l/pm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. During the pressure integrity testing there were no leaks observed from the tubing or the connections. Reason for return was not confirmed. Conclusion: complaint is unconfirmed. There was no observed damage to the device and performance testing indicated that the device functions as intended. After evaluation it was determined there was no product failure that occurred during the reported event. The device history record was not reviewed as returned product analysis found no evidence of manufacturing issues with the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Med watch form # (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a custom tubing pack, the customer reported that the transducer tubing attached to negative side of the extracorporeal membrane oxygenation (ECMO) circuit disconnected from the non medtronic transducer. This led to air in the circuit and an ECMO code. This occurred during a negative pressure transducer safety check on the tubing, as a pressure transducer was placed on the holder, tubing dislodged causing air to enter the circuit . The ECMO specialist on the circuit took the patient off the support and initiated ECMO code. Inspection of the circuit showed air only on the venous tubing and pre oxygenator side of the membrane. No air was noted on post oxygenator side of the membrane, arterial tubing and patient's arterial cannula. During ECMO circuit rescue, patient was supported by medical team. It was decided to use new circuit to reinitiated ECMO support. Additional information from the medwatch form: stopcocks and transducers connections that rotate at the lure connection are problematic. These connections can potentially come off loose. As a quality improvement, all custom pack ECMO circuits stopcocks were changed to none rotating. ECMO circuit uses hospital wide transducers. All three pressure monitoring on ECMO circuit are essential tools that allow the ECMO team to make an appropriate diagnosis and treatment about patient and circuit. Suggestion: find a different transducer for ECMO circuit that does not have a rotating lure connection. The medtronic device is not believed to have caused the issue but rather the non-medtronic transducer that is attached to the medtronic circuit. Additional information on mpxr confirms that CPR was ineffective due to patients poor lung function and patient expired. Date of death is asked but unknown. No further patient details are available.